Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the syringe contains an excessive amount of silicone residue.

Event description:
No additional information.

Manufacturer narrative:
Pr 13466220 follow up MDR for device evaluation: it was reported the syringe has an excessive amount of silicone residue. Four samples were provided to our quality team for investigation. Upon visual inspection, evidence of silicone was observed within one of the provided samples. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2410126 confirmed that all values were within established limits. The returned samples underwent these same tests and found one syringe was above specified limits. A device history review was performed for reported lot 2410126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. It is possible that a brief stop in the manufacturing line caused a syringe to remain under the silicone dispenser longer than intended, allowing excess silicone to drip into the barrel. Our procedure requires that any components remaining under the dispenser for more than 10 minutes be discarded. If the pause was shorter than this timeframe, the component would not have been removed, and a small leak from the dispenser could have contributed to the excess silicone seen in the sample provided. Manufacturing personnel have been informed of this incident to reinforce awareness and prevent future occurrences. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.